Event description:
Customer reported one sars-cov-2 tma run, wl 001064-20210408-02, using assay lot 289484 on panther instrument sn (B)(4) which had positive samples they were questioning. The wl in question had 15 suspected false positives out of 73 samples. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument or reagent preparation issues; one sample rack had a cluster of positives with lower rlus, but all other positive samples in the wl were within specifications. Hologic product applications specialist (pas) reviewed logs and found no reagent preparation or kinetics issues. Pas noticed a few samples in the positive cluster had abnormal sample aspiration and dispense curves possibly indicating a viscous/mucoid sample that could have a potential to contaminate, along with the use of unapproved tips that could cause dispense or pressure errors. For this batch of samples, customer noted that their liquid handling robot had errors pipetting (which is the case when samples are mucoidal) and therefore they had to be pipetted manually. Customer agreed to review the handling of possible mucoid samples and are replacing the sample shield more frequently. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.